Event description:
It was reported patient enrolled in a clinical study and underwent a total left hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 for an unknown reason. Taperloc stem was removed and arcos stem implanted. It was further reported that on or about (B)(6) 2014, patient contracted an infection while in rehabilitation. Intravenous antibiotics were administered and treatment was resolved on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. This report is number 6 of 6 MDR's filed for the same event (reference 1825034-2014-02744 / 02749).